Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported sensor glucose vs. Blood glucose. The customer experienced hypoglycemia.. The customer reported the differences in the sensor glucose and blood glucose event. The sensor glucose was¿ 144 mg/dl, and the blood glucose value was 51 mg/dl, which was outside of the acceptable range. The sensor glucose and blood glucose difference is 70 mg/dl. The customer reported that hypoglycemia was treated with orange juice. The event involved product(s) mmt-1884, mmt-342, mmt-442ag, mmt-7040a. Troubleshooting was performed for the sensor glucose vs blood glucose, and the insulin delivery was not suspended due to the sensor glucose vs blood glucose event. Troubleshooting was performed for the low blood glucose. The customer was using the insulin pump within 48 hours of the reported event, and the auto mode feature was active at the time of the event. The customer believes the pump is over-delivering. No further patient complications were reported. No product return is required for mmt-7040a. Product return for mmt-442ag is expected, and the customer response was that the device will be returned. Product return for mmt-342 is expected, and the customer response is that the device will be returned. The customer will discontinue using the device. Product return for mmt-1884 is expected, and the customer response is that the device will be returned.